Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that field service engineer found the spring in the plunger was broken, and it needed to be replaced to resolve this issue. A field service engineer replaced the plunger then the issue was able to recover. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. However, the user was able to access meds from a nearby pyxis. There were no adverse events or injuries reported as a result of this incident.